Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 400 mg/dl. Customer experienced the symptom of vomiting. She was not wearing the insulin pump prior to the emergency room visit. It was stated she was off the insulin pump and was only put on it for a short period of time. Troubleshooting was performed with the customer's insulin pump. Insulin exited the tubing during manual prime and no air bubbles or leaks were found. The customer did not have a tubing clamp available with which to perform a high pressure test. It was advised to change the entire set, reservoir, and insulin. Upon removal of the infusion set, the cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.